Event description:
It was reported that the patient had a device "adjustment" during their follow-up visit. The patient felt the adjustment was to "elevate the charge to the leads". Following the visit, the patient experienced an electrical charge in the fingertips, neck and head. The fingers then had no sensation. The patient also had blurred vision which improved. No additional information was available from the clinic. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.